Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 302832. Batch#: unknown. It was reported by the customer that I wanted to report to you that we have 2 items that have malfunctioned at time of use during a surgery. Medline 22 1 ½ needle reference syr100227 and bd 10001475 - syringe hypodermic 30ml luer-lok tip was being used on a patient and per doctors note the needle attached to the luer lok filled with saline shot off into the patients stomach. Doctor recreated the issue a second time but this time the needle going into a needle holder. (B)(6) (or director), (B)(6) (director of quality & operations, (B)(6) (or manager) and (B)(6) (manager of supply chain) along with doctor met together to have the issue recreated. At first (B)(6) attempted to recreate the issue with the same needle and luer lok syringe but we were unable to recreate the issue. We observed the doctor recreate the issue with the same luer lok and syringe filled with saline that was used on the patient. We have removed both medline and bd product and provided the or with new product. The medline syringe syr100227 was an old product that may have been a straggler in the or supplies because we converted to bd back in (B)(6) and are bully operating with bd products in our inventory. (B)(6) could we have these items placed on alert? (B)(6) has the original items in her office and I have pulled stock of the 30ml luer lok and I have it in my receiving department. Let us know if more information is needed. Verbatim: I wanted to report to you that we have 2 items that have malfunctioned at time of use during a surgery. Medline 22 1 ½ needle reference syr100227 and bd 10001475 - syringe hypodermic 30ml luer-lok tip was being used on a patient and per doctors note the needle attached to the luer lok filled with saline shot off into the patients stomach. Doctor recreated the issue a second time but this time the needle going into a needle holder. (B)(6) (or director), (B)(6) (director of quality & operations, (B)(6) (or manager) and myself (B)(6) (manager of supply chain) along with doctor met together to have the issue recreated. At first arlisha attempted to recreate the issue with the same needle and luer lok syringe but we were unable to recreate the issue. We observed the doctor recreate the issue with the same luer lok and syringe filled with saline that was used on the patient. We have removed both medline and bd product and provided the or with new product. The medline syringe syr100227 was an old product that may have been a straggler in the or supplies because we converted to bd back in (B)(6) and are bully operating with bd products in our inventory. (B)(6) could we have these items placed on alert? (B)(6) has the original items in her office and I have pulled stock of the 30ml luer lok and I have it in my receiving department. Let us know if more information is needed.

Manufacturer narrative:
(B)(4) follow up. It was reported the needle attached to the luer lok filled with saline shot off into the patient's stomach. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.